Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The customer reported that the ultrathane mac-loc locking loop multipurpose drainage catheter had a leaky hub (this emdr 1820334-2018-00159). A second device reported to also have a leaky hub (see related emdr 1820334-2018-00237). The physician ultimately used a competitor's product to complete the case with no further reported issues. The device was intended to be placed in the patient's kidney as part of a nephrostomy, and was only in place for a couple of minutes. The customer confirmed that the product problem did not result in any patient adverse events, nor did it necessitate any additional procedures. The device is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, dimensional verification, functional test, inspection of unused product, manufacturing instructions, quality control data, visual inspection, and specifications of the device was conducted during the investigation. The customer returned two used devices (other used device reported under emdr: 1820334-2018-00237) and six unopened devices (all devices same lot). The visual inspection of the devices were returned and product examination confirms the complaint of leakage. Device failure analysis was conducted and all measurements matched specification. However, when injecting the devices with water, leakage was seen with the used device and two of the six unused devices the mac-loc / cap junction. The used device relating to this complaint was found to have a crack in the threading of the mac-loc which has been contributed to the cause of the leakage. It is unclear why the two unused devices were leaking as no damage was identified. Additionally, a document based investigation evaluation was performed. Document review shows that manufacturing instructions are well defined (with proper training procedures), validation documentation is in place to verify our assembling methods, and quality control instructions have procedures in place to identify leakage prior to distribution. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number. The other complaint is related to the same reported issue from the complainant and was made to capture the second device that was reported to leak. No additional complaints were associated with the subassembly work order. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. This failure mode is being escalated per internal processes. We have notified the appropriate personnel and continue to monitor for similar complaints.